Event description:
It was reported, the camera head was out of focus. The issue occurred during preparation for use and the therapeutic total laparoscopic hysterectomy procedure was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation could not be confirmed. However, additional failures were identified during the evaluation. There were pixel defects due to an image capture failure. The exact cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instructions for use addresses the failure reported by the customer: caution before attaching an endoscope, make sure that the eyepiece is firmly attached to the endoscope. If the eyepiece is loose, the endoscope image may be out of focus or the endoscope image may rattle. There is also a possibility that the endoscope may fall. If additional becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.